Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported, he is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt indicated, he has not charged or used his system for several months, because, he was not experiencing pain. His pain has now returned and when he attempted to use his system again, he was unable to do so. The sjm rep is to meet with the pt as the next course of action.